Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and high voltage therapy due to atrial tachycardia with rapid ventricular response that fell into the ventricular tachycardia (vt) zone. The patient's ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were reprogrammed and the patient's medication was adjusted. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.